Manufacturer narrative:
A ge service representative performed an onsite investigation. The ac cord assembly and the interconnect cable were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that one of the circuit breakers would trip after the system was used. No patient injury was reported.